Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician was unable to interrogate the patient's dbs device. The physician suspected user error as a contr ibuting factor. No diagnostics or troubleshooting have been performed yet, but the patient was scheduled for an appointment on 9/15, when assistance will be provided. The issue remains unresolved at this time, and a follow-up is planned to gather more information. No further information is available from the healthcare professional. Additional information was received from the representative indicating that the device was successfully interrogated with the clinician programmer without issue. It was noted that the battery had migrated down into the breast area, requiring the communicator to be positioned at a different angle than usual for interrogation. There were no issues with the battery or system, and instructions for connecting were demonstrated in person to the physician, the patient, and their family.